Event description:
It was reported that an ilet system exhibited battery and charging abnormalities, including the charger not holding charge, the device feeling hot while charging with a green indicator illuminated, the on-device charge status not displaying, bluetooth version showing 0.0.0, repeated pairing failures with the mobile app, and moisture with an insulin odor detected under the case. Investigation included technical troubleshooting with app reinstallation, bluetooth repair attempts, and verification of device information. Further investigation of this case revealed a low battery capacity and suspected device component malfunction consistent with battery depletion and possible fluid ingress affecting charging and communications. There was no user reported clinical symptoms associated with hyperglycemia with a reported blood glucose of 267 mg/dl. Outcomes included device disconnection and transition to backup therapy with subcutaneous insulin by pen, along with shipment of a replacement device and case. It was concluded that the device malfunctioned, necessitating replacement, and the user would resume ilet therapy upon receipt of the replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.